Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that prior to the surgery it was noticed that one rubber foot from the stabilization system of the robot was missing. In order to be able to perform the case, a piece of rubber was placed under the metal hydraulic to emulate the standard rosa rubber foot.

Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The most probably root cause is wear and tear of the foot rubber, caused by normal use of the device.